Event description:
It was reported that an error message occurred at power up. The epg (external pulse generator) was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. It was noted that the upper and lower cases were broken, the side bail covers were broken, the battery contacts were compressed, the battery drawer was broken, the keyboard was scratched and the display was out of specification.